Event description:
When ventilator was only able to run for 3-4 hours, customer does not know if alarm timing was appropriate prior to shut down. The problem was solved after replaced the internal battery.